Event description:
It was reported that the patient presented to the emergency room with heart failure symptoms. The patient felt occasional fluttering. A transmission observed the implantable cardioverter defibrillator (ICD) device withheld therapy on a real ventricular arrhythmia due to pr logic conducted atrial fibrillation (af). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.